Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. In addition, the active electrode migrated post-operatively out of cochlea as confirmed during explantation surgery. Furthermore, damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. This is a final report.

Event description:
The recipient was hospitalized on (B)(6) 2025 for an abscess in the area of the coil with the presence of purulent fluid. The infection started on (B)(6) 2025. Reportedly, the skin over the device was not intact and perforated with discharge from the abscess. On (B)(6) 2025, cleaning of the area was scheduled and explantation was decided due to the severity of the infection and migration.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was hospitalized on (B)(6) 2025 at (B)(6) hospital in (B)(6) for an abscess in the area of the coil. The recipient has been explanted.